Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash on their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised the patient to use hydrocortisone cream and benadryl for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.